Event description:
Customer alleged 2 sets of discrepant blood glucose values: 375 mg/dl, & 150 mg/dl. A 150 mg/dl, & >300 mg/dl (exact value not reported) when each set of tests were taken within 10 min on the advantage system. The customer reported having no symptoms and took no treatment or actions based on results. No adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.